Manufacturer narrative:
Adverse event, product problem, required intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No weight provided. Implant date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal from a distal tibia/fibula was performed on (B)(6) 2018. The original procedure date is unknown. The bone healing appeared complete. Removed hardware included a 12-hole, 1/3 tubular plate on the distal fibula (intact), seven cortical and cancellous screws (one was broken) and two 2.7 mm cortical lag screws (intact). One 3.5mm cortical screw was broken across the syndesmosis in the tibia. This was easily removed with a small medial incision on the tibia and a trephine. No screw fragments remained. The patient was not revised to anything. No additional x-rays were required. There was a suspected infection. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: unknown 12-hole, 1/3 tubular plate (part #unknown, lot #unknown, quantity 1), unknown cortical screws (part #unknown, lot #unknown, quantity unknown), unknown cancellous screws (part #unknown, lot #unknown, quantity unknown), unknown 2.7 mm cortical lag screws (part #unknown, lot #unknown, quantity 2). This complaint involves one device. This is report 1 of 1 for (B)(4).